Manufacturer narrative:
Insulin pump received with intermittent act button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, display window and minor scratches on lcd window.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value was 200 mg/dl. Customer was on a plane when the alarm occurred. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.